Event description:
Guidant pulsar max pacemaker with mv sensor paced at upper rate limit -120- when pt conected to datex omeda as-3 monitor. Family member present and unaware of this issue. Cardiology preop "clearance" made no note of type of pacemaker or advised to shut off prior to or. Ep nurse and cardiology fellow unaware of this potential problem. Call to guidant technical support did not solve problem either.